Event description:
Additional information was received from a manufacturer representative (rep). It was clarified that the handwriting on the 2019-oct-04 report was written on 2020-feb-26; it was written to document the readings, before the 2020-feb-26 report was printed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller had a patient¿s ins showing only 13 months longevity and they had another patient with this issue, but they didn't remember any patient information or event information. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. Conflicting information was reported regarding the impedance readings from (B)(6) 2019; the printout showed that all impedance readings were normal, but the handwritten readings showed that there were high impedances (greater than 4,000 ohms) on all combinations with electrode #0, except the case. It was also noted that the patient had been on program 5 (3+ 1- 0-) 24/7 since (B)(6) 2019. The impedance readings from (B)(6) 2020 showed the same results as the handwritten readings from (B)(6) 2019. On (B)(6) 2020, it was noted that the patient was not currently having efficacy issues, and at last check their battery life was 7-14 months.